Event description:
The complainant reported that the prima initial drill broke (date of event unk). There was no indication from the complainant of any adverse effect to the pt as a result of the reported problem.

Manufacturer narrative:
The prima initial drill was returned for eval. The exam of the device confirms that the drill was fractured into two pieces. The drill broke at the laser mark, perpendicular to its axis near the top of the drill. This is a known issue due to inherent nature of bit functionality. Breakage is possible, especially when utilized in the posterior aspect of the mouth, and is due to the extreme angle and high directional forces required. The keystone surgical manual recommends drills should be replaced after approx 20 uses (depending on bone density). Complaint condition is confirmed; however, this is a known failure mode. Root cause is attributed to operational context. No adverse trends noted. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. Attempts were made to obtain add'l info. A follow-up medwatch form will be submitted if add'l info is received at a later date. (B)(4).